Event description:
A us distributor reported that a monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (102 service code) was confirmed. Upon evaluation, the monitor displayed a service code 102. The cause of this service code was that the l1 was open which shorted the c1, l2, and d1 components. The cause of the inability to complete testing and the inability to power on is the l1. Additionally, there was flux contamination found on the j1000 pins of the ca board. The root cause of the open l1 cannot be positively identified. Root cause investigation of similar failures determined that flux contamination on j1000 caused the service code. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.